Manufacturer narrative:
Other, other text: four samples were received in unused conditions with its original packaging and inside in a plastic bag. The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination to detect samples conditions that could cause functional issues. The sample didn't present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Functional testing was done, the samples were fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint is not confirmed. The complaint was not confirmed due to sample was tested and no alarms were activated. No actions taken were performed since the complaint was not confirmed. However per trend review in no disposable alarm complaint code an escalation to investigate this failure was initiated on (B)(6) 2021 under ncr-000554.

Event description:
It was reported that device did not have dispense alarm. No patient injury was reported.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device resulted in a "no dispense" alarm. It is unknown if there was patient, or clinician injury associated with this occurrence.